Event description:
The customer received an erroneous result for one patient sample tested for immunoglobulin g (igg). The sample initially resulted as 3000 mg/dl and this value was reported outside of the laboratory. The customer stated that there was some question concerning the result, so the sample was repeated. The repeat resulted as 800 mg/dl and this value was believed to be correct. The customer was unable to provide any information on whether the patient was adversely affected by this event. The igg reagent lot number was 65397301 with an expiration date of 01/31/2014. The field service representative was unable to determine a cause for the event. He checked the instrument and ran a precision check which passed.

Manufacturer narrative:
A specific root cause could not be determined. The customer refused to provide additional information for investigation. During follow up with the customer, the customer stated they repeated several samples and all were reproducible within the range. Based upon this information, pre- analytical sample handling may have been the root cause. It is unknown whether the erroneous result caused any adverse event.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.